Event description:
The device was returned for a tubing set error. Device failed out in the field for a dsps verify error. Upon the devices return for evaluation, it was observed that the failure was caused by the grommet on the dsps being folded inward. Once replaced, the error was resolved and the faulty dsps assemblies will be kept for further engineering evaluation. Downstream pressure sensor assembly will be replaced during repair before the device is sent to the test line for full functional testing.

Event description:
The following has been reported: "down stream pressure sensor gasket is pushed in". Injury/adverse reaction: no. Infusion stoppage: no. A preliminary review identified the following issue: tubing set error (cassette not fully loaded) - dsps sensor grommet has been pushed down past its standard instillation location. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.